Event description:
It was reported that the surgeon had to re-rotate an unknown number of lenses post-operatively. While doing so, she was of the impression that the lenses rotated very easily and she did not notice the resistance of frosted haptics (toric ii). No further details were provided. A separate report is being files for a specific incident with known lens serial number.

Manufacturer narrative:
Age, weight, ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Model #: a complete catalogue # is unknown, as product serial number was not provided. Serial#: unknown/ not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. Explant date: n/a, lenses remain implanted, therefor not explanted. Telephone number: (B)(6). The intraocular lenses (iol) were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.